Manufacturer narrative:
Investigation outcome: the log review shows repeated high-priority ¿exhalation obstructed¿ alarms, which are consistent with an obstruction in the expiratory pathway rather than a ventilator hardware failure . The device passed leak tests and flow sensor calibration, and no internal gas delivery or blower faults were detected, indicating normal core ventilator function. Multiple ¿wrong expiratory valve¿ alerts and recurrent obstruction alarms suggest an issue with the expiratory valve assembly, its installation, or blockage in the expiratory limb. Additional contributing factors may include occluded flow sensor tubing, blocked bleed port, or restrictive ventilation settings. These conditions likely led to impaired exhalation, resulting in low tidal volume and low minute volume alarms. There is no evidence of device malfunction; the issue is most consistent with external components or setup. Recommended actions were provided to the customer, and no further conclusions on final resolution were received from the customer. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "exhalation obstructed alarms the vent that was pulled because it kept getting a ¿exhalation obstruction alarm¿ with infant patient." No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).